Event description:
Caller states that customer was not able to get reservoir into insulin pump. It was reported that reservoir was removed due to air bubbles. It was also reported that customer had high blood glucose of 600 mg/dl. Caller was advised that insulin pump need to be rewound before inserting reservoir. Caller reports that this had not been done. Caller was to reinsert reservoir. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.